Manufacturer narrative:
Additional, changed, and/or corrected data: h6.

Event description:
Health professional reported injecting a patient in the chin with 1 cc of juvéderm voluma® xc. The next day, the patient experienced an "occlusion: looked like small bruise" at the injection site, with a "tinge of purple inside the mouth and lip." That same day, the patient was treated with 11 vials of hylenex, 2.75 hours apart between. The next day, the patient was treated with an additional 9 vials of hylenex, 3 hours apart between. The following day, the patient received an additional 10 vials of hylenex, 4 hours apart between. The event resolved 2 days later. An ultrasound, spy angiograph, luna technology were performed, with the results noted as ¿¿sluggish¿ blood flow, 2 areas a bit compromised, 2 areas of loss perfusion initially and then cleared perfusion days later.¿ it was also noted ¿hyperbaric treatment in between spy and luna.¿ event resolved.

Manufacturer narrative:
The event of vascular occlusion is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Clarification: the filler was injected into the patient and is not accessible for return. The syringe was discarded. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. This is a known potential adverse event addressed in the product labeling.

Event description:
Health professional reported injecting a patient in the chin with 1 cc of juvéderm voluma® xc. The next day, the patient experienced an "occlusion ¿ looked like small bruise" at the injection site, with a "tinge of purple inside the mouth and lip." That same day, the patient was treated with 11 vials of hylenex, 2.75 hours apart between. The next day, the patient was treated with an additional 9 vials of hylenex, 3 hours apart between. The following day, the patient received an additional 10 vials of hylenex, 4 hours apart between. The event resolved 2 days later. An ultrasound, spy angiograph, luna technology were performed, with the results noted as ¿¿sluggish¿ blood flow, 2 areas a bit compromised, 2 areas of loss perfusion initially and then cleared perfusion days later.¿ it was also noted ¿hyperbaric treatment in between spy and luna.¿ event resolved.